Event description:
It was reported to philips the device shut down while in patient use. The event was reported to have occurred during patient use. There was no patient harm reported. There was no delay to therapy. The customer spoke with a philips remote service engineer (rse). The customer stated the device shut down, the screen was black and inoperable. Error code 100a was in the event log and the device reset and powered back on with code 5021 pass, 3.3v is present in the diagnostics. The device has a year 2021 battery installed. Onsite repair has been requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer elected to have the device repaired by a third party. No further information is available.